Event description:
A hospital physician reported that the tablet serial cable was experiencing intermittent communication failures. She reported that she changed the 9v wand battery and swapped wands to try and communicate with her patients. She says that she can eventually communicate, but there appears to be intermittent failures. The tablet appears to be in good working order and since both wands which were recently confirmed to be functioning both gave intermittent communication errors. Thus, it was narrowed down to the serial cable adapter attributing to the intermittent communication issues. A replacement cable was provided. The suspect cable has not been received by the manufacturer to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable which appeared to be stress-related. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.